Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation on the implantable cardioverter defibrillator. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 and h6 for device not returning and programming changes being made.

Event description:
New information received notes that programming changes were made. The patient condition was stable.